Manufacturer narrative:
Device manufacture date: august 2004. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2007 (10+ years ago). Patient went for enhancement evaluation on (B)(6) 2017 and presented with abnormal topography and blurry vision in left eye. Patient was referred to a cornea specialist for a second opinion/evaluation. It was stated that the patient had loss of best corrected visual acuity (bcva) based on pre and post op readings. The patient complained of blurred vision in left eye more than right eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2007: right eye pre-op 20/20 -2.25 x -2.75 x 161; left eye pre-op 20/20 -2.25 x -2.75 x 161. Bcva from (B)(6) 2017; right eye post-op 20/25 +0.50 -0.75 039; left eye post-op 20/30 +0.25 -0.75 016. This report is for the visx laser. A separate report is being submitted for the intralase laser.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.